Manufacturer narrative:
The initial reported event of: it was reported that there was increased pacing impedance, oversensing, and a lead fracture. The lead was replaced. Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead displayed increased pacing impedance, oversensing, and short v-v intervals due to a lead fracture. The pace/sense portion of the lead was capped and replaced, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.